Manufacturer narrative:
(B)(6). The device was manufactured october 10, 2016 ¿ october 12, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A large volume infusor under-delivered a patient infusion. The infusor was being used to deliver an infusion of piperacillin /tazobactam, 9000 mg in 240 ml of buffered sodium chloride (frequency, and route not reported). The patient reported that the infusor under-infused (no further detail was provided). There was no patient injury or medical intervention associated with this event. No additional information is available.